Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient got the olif (oblique lumbar interbody fusion) surgery due to plid (lumbar intervertebral disc prolapse). During the surgery, the doctor implanted the cage successfully, but the doctor carelessly pierced patient's intestines and stomach by the tools. The gastroenterologist did revision surgery timely, patient was in hospital. The product was in patient. Patient complications were unknown. The doctor said that the intestine of patient were ruptured and infected.